Event description:
It was reported that the device was alarming 41786. No patient involvement or injury.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. The root cause of the reported issue was found faulty main panel board. Actions were taken to mitigate the reported issue: replace main panel board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 41786". No adverse effects were reported.

Manufacturer narrative:
Additional information received that there was no patient involvement.